Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8583, lot# n303280, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The hcp reported that they could not aspirate from the patient¿s catheter back in (B)(6) of this year so a revision was done. The back incision was opened and the catheter cut to verify flow from both segments and was shown to be patent. The hcp then revised the pocket so that the catheter was in a more gentle loop and verified patency. The pump was used to deliver fentanyl, hydromorphone and bupivacaine. No patient symptoms or outcome reported. Further follow-up is being conducted. If additional information is received a follow-up report will be sent.